Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, 2, "early or late postoperative, infection, and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 2 of 7 mdrs filed for the same event (reference 1825034-2013-01408 / 01414).

Event description:
It was reported that patient enrolled in clinical study underwent bilateral total hip arthroplasty (B)(6) 2002. Patient was returned to operating room (B)(6) 2002 to reposition cup and implant screw. A subsequent irrigation and debridement was performed (B)(6) 2002 with a revision of all implants on (B)(6) 2013 due to unknown reason. No further information has been provided. Additional information received in patient medical records indicates that the procedure to reposition the cup and implant the screw on (B)(6) 2002 was performed on the left hip. Subsequently, medical records indicate the irrigation and debridement of a hematoma on the left hip occurred on (B)(6) 2002. Medical records indicated the revision procedure that took place on (B)(6) 2013 on the right hip was due to an adverse reaction to metal debris. The operative notes confirm that the acetabular cup and modular head were removed and replaced.

Event description:
It was reported that patient enrolled in clinical study, underwent bilateral total hip arthroplasty (B)(6) 2002. Patient was returned to operating room (B)(6) 2002 to reposition cup and implant screw. A subsequent irrigation and debridement was performed (B)(6) 2002 with a revision of all implants on (B)(6) 2013 due to unknown reason. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 7 mdrs filed for the same event (reference 1825034-2013-01408 / 01414).